Event description:
It wsa reported that the procedure was to treat a narrow mid and proximal left anterior descending artery. On (B)(6) 2014 a 2.25 x 15 mm and a 2.25 x 23 mm xience primes were implanted successfully. On (B)(6) 2014, the patient was admitted with in-stent thrombosis. The thrombosis was aspirated and then plain old balloon angioplasty (poba) was performed to treat the thrombosis. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effects of coronary or stent thrombosis is listed in the xience prime sv everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.